Event description:
It was reported to boston scientific corporation that a patient received a transobturator mid-urethral sling procedure, date of the procedure unknown. Post procedure examination that occurred in 2007, it was noted that vaginal erosion had occurred. The physician needed to trim the mesh and cover it with repliform, a tissue regeneration grafth. A full recovery is expected. No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. We are unable to determine the relationship between this device and the cause for this event at this time. A march 2007 fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode.